Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (battery life) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 01/28/2015 with the following findings: the battery cap was returned. Therefore, a test battery cap was used to complete the investigation. The battery cap secured tightly to the pump. There was no damage found to the battery compartment. A review of the black box revealed data within the date range from 11/03/2014 to 11/11/2014. There was no evidence of short battery life observed in the black box or alarm history. The sleep current draws were found not to be within specifications. The pump case was removed; a visual inspection revealed a faulty solder connection at the gold pin on the cgm board causing high current draws. The solder connection was repaired and the sleep current values were within specifications. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.